Event description:
It was reported that the patient never had therapeutic effect. The patient had a successful trial. She was implanted with permanent ins (stimulator) over two months ago and still working on finding settings. Had not gotten any success. Never been dry since implanted. Since implanted, the patient tried first 4 programs and she felt stimulation in her rectum. Five days ago they did reprogramming with the next 4 programs. She was currently in program 1. Since they changed the programming 5 days ago, the patient started getting success and doing ok. The patient felt stimulation the day before reported event date. The day of call the patient does not feel stimulation. Caller reported over the weekend she had problems using the patient programmer. Programmer does not allow her to increase stimulation. It does not go up or down and does not show the screen with amplitude. Battery level shows 3 quarters full. It was determined on the call that the patient¿s ins was turned off. Programmer was showing 'turn your ins on' screen. Assisted caller with turning the patient¿s therapy on. The patient was in program 1 at 1.9 volts. Then caller reported voltage was 1.7 volts. This action resolved the reported issue. It was later reported the patient lacked basic understanding of patient programmer use and the therapy. The event or symptoms occurred following an implant. The caller wanted to clarify if she turns off the patient programmer with the blue button on the face what will she see to know if the programmer was off. She doesn¿t know if the patient was feeling anything. Sometimes the screen will go blank if she doesn¿t push anything and then she hits the synch key and it turns back on. The caller states the patient had still been leaking. She went back because all 4 programs were stimulating her rectum and the patient was leaking the whole time. They went back five days before reported event date and they reprogrammed the patient with 4 new programs for the patient to feel the stimulation in the vagina area instead of the rectum. The patient had issue of evacuating her bowels from implant. The caller gave the patient a laxative not yesterday but several days ago and the patient had a bowel movement every day since the laxative. The patient was (B)(6) and was constipated on a regular basis and the patient felt the bowel movement was sitting there and couldn¿t be evacuated. Caller thinks that issue with the bowel movement had been resolved now. They started on program 2 on five days before reported event date and the patient was wetting significantly every day until two days before reported event date. Two days before event date the patient was better. Then the day before reported event date, the patient said she was wetting a lot. The patient was wetting again today. The patient reported she felt the stimulation in the vagina and now was reporting she feels the stimulation in the rectum and asked about the sensation moving. The day of call she changed the program from 2 to program 3. The patient was at 1.4 volts -1.7volts. With the trial, the patient was totally dry. The patient was wet without anything. For the first 2.5 days, the patient was wet and on 3rd day the patient was dry and then on 4th day was wet again. The patient was feeling it in the rectum and reason she had to change it. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Product ID: neu_unknown_lead, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).